Event description:
Reportedly, cco value was incorrect, erratic, drifts. Ci value was too low. No patient injury was reported.

Event description:
It was reported that patient underwent elbow arthroplasty in 2007. Subsequently, radiographs taken revealed that the head appeared to be disassociating from stem with pronation or supination. A revision procedure was performed in 2009, and the head and stem were removed. No replacement product identification has been received.

Manufacturer narrative:
Evaluation summary: no defect found.